Event description:
It was reported that the patient presented with noise on the atrial egm, with physical motion. Review of the information provided indicated the noise could be related to a fracture at any point in the lead or extender or a loose setscrew contact at the lead/extender interface or connector/device interface. There were no obvious signs of damage or fracture on the x-ray image of the model 6984m lead extender. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined.